Event description:
(B)(6): customer reports via phone that during an undetermined urology procedure on a female patient, the fluoro failed. Staff moved the patient to another room where the procedure was completed without further incident. Customer did not provide patient or procedural information other than to say the procedure was completed and the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot system for cause of system misalignment and found error caused by the transducer pcb. When this error occurred, the system, as designed, would not allow fluoro. Fluoro did not fail as this is a safety interlock. Fse replaced the transducer pcb and verified proper operation. Unit passed checkout procedures and was returned to full service by the customer.